Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bag to vent switch assembly was replaced to resolve the reported issue.

Event description:
The hospital reported a malfunction resulting in an inability to switch to mechanical ventilation. The patient was switched to manual ventilation and case completed. There was no report of patient injury.